Event description:
It was reported that the catheter dislodged out of the intrathecal space, which was confirmed via x-ray. The patient had symptoms of respiratory distress which occured on the date of the report. The patient was refilled on friday and was given a 100 mcg bolus as well. The health care provider (hcp) also said the dose was decreased by 18%. The pump was being used to deliver hydromorphone, bupivacaine and baclofen. It was further reported that the patient was hospitalized. There was no alleged product issue against the pump and no diagnostic testing or troubleshooting was required. The patient had overdose symptoms. The patient received a pump refill and the pump was increased from 1000mcg/day on simple continuous to 1100mcg/day on simple continuous on (B)(6) 2014. The following day, the patient was found unresponsive and had very slow and minimal respirations and was transported to the emergency room via ambulance. The pump was read on (B)(6) 2014 and the hcp ordered to drop the dosage to 900mcg/day, which was done. Then on (B)(6) 2014 the hcp ordered to drop the dosage to 600mcg/day on simple continuous. The patient was still unresponsive. Then on (B)(6) 2014 the hcp ordered to drop the dosage to 500mcg/day. The patient was responsive and awake at that time. The patient status was reported as alive no injury. Additional information received reported there was no catheter issue that the reporter knew about. The reporter did not mean to indicate anything was wrong with the catheter and was also not positive if it was an overdose. They noted the patient was just having overdose symptoms but that it was never an official diagnosis.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).